Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Hyperglycemia [hyperglycaemia]. In np4 there was a gap between piston rod head and the pen fill rubber [device malfunction]. Insulin doses lead to hyperglycemia (560 mg/dl) [device delivery system issue]. Case description: study ID: (B)(6). Study description: trial title: main objective of the programme is to help patients to understand their diabetes and maintain normal life through qualified educators who offer simple and practical information directly to the patients and also, train patients on how to use their insulin devices and needles etc. The patient's height, weight and body mass index were not reported. This serious solicited report from egypt was reported by a consumer as "hyperglycemia,(hyperglycemia)" with an unspecified onset date , "in np4 there was a gap between piston rod head and the pen fill rubber(device component malfunction)" with an unspecified onset date , "insulin doses lead to hyperglycemia (560 mg/dl)(inaccurate delivery by device)" with an unspecified onset date and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "diabetes mellitus", , mixtard 30 hm penfill (insulin human 100 iu/ml, insulin human isophane 100 iu/ml) from unknown start date for "diabetes mellitus", current condition: diabetes mellitus (type and duration not reported). On an unknown date, the patient suffered from hyperglycemia due to issue at np4 that there was a gap between piston rod head and the pen fill rubber (the problem was solved by the educator); so, it gave patient the insulin doses which lead to hyperglycemia with blood glucose (blood glucose) of 560 mg/dl. Batch numbers: novopen 4: not available. Mixtard 30 hm penfill: not available. Action taken to novopen 4: was not reported. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "hyperglycemia,(hyperglycemia)" was not reported. The outcome for the event "in np4 there was a gap between piston rod head and the pen fill rubber(device component malfunction)" was not reported. The outcome for the event "insulin doses lead to hyperglycemia (560 mg/dl) (inaccurate delivery by device)" was not reported. Reporter's causality (novopen 4) - hyperglycemia(hyperglycemia): unknown. In np4 there was a gap between piston rod head and the pen fill rubber (device component malfunction): unknown. Insulin doses lead to hyperglycemia (560 mg/dl) (inaccurate delivery by device): unknown. Company's causality (novopen 4) - hyperglycemia(hyperglycemia): possible. In np4 there was a gap between piston rod head and the pen fill rubber (device component malfunction): possible. Insulin doses lead to hyperglycemia (560 mg/dl) (inaccurate delivery by device): possible. Reporter's causality (mixtard 30 hm penfill) - hyperglycemia(hyperglycemia): unknown. In np4 there was a gap between piston rod head and the pen fill rubber (device component malfunction): unknown. Insulin doses lead to hyperglycemia (560 mg/dl) (inaccurate delivery by device): unknown company's causality (mixtard 30 hm penfill) - hyperglycemia(hyperglycemia): possible. In np4 there was a gap between piston rod head and the pen fill rubber (device component malfunction): possible. Insulin doses lead to hyperglycemia (560 mg/dl) (inaccurate delivery by device): possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. No further information available.

Event description:
Case description: investigation results: suspect: novopen 4, batch no: unknown. No investigation was possible, because neither sample nor batch number was available. Suspect: mixtard 30 penfill, batch no: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following. Malfunction updated as no. Is non-reportable updated as no. Investigation results updated . Final report ticked, expected date of fu report removed and current location of device updated in EU/ca tab. B,c and d, g (imdrf) codes updated in device addendum tab. Narrative updated accordingly. Final manufacturer comment: (B)(6) 2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient underlying medical condition of diabetes mellitus is a significant confounding factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30 penfill. H3 continued: evaluation summary. Suspect: novopen 4, batch no: unknown. No investigation was possible, because neither sample nor batch number was available.